Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Although there was no reported information regarding the returned device, it was noted that the clip was deployed and remained on the distal end of the torn sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a transcatheter aortic valve replacement procedure. This was an attempted closure of the small access site. Reportedly, the starclose se vessel locator wings would not deploy. The starclose se device was removed from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided. Subsequently, an additional starclose se device was returned. Abbott vascular analysis of the device identified that the clip was returned deployed and located at the distal end of the torn sheath. The sheath was torn at the middle and distal ends. The thumb advancer stroke and exchange sheath split had been completed. A device in this condition would not have achieved hemostasis. The facility reporter was contacted, but could not provide any information for the second starclose se device that was returned.